Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and determined that the probable cause was excessive loads outside normal use applied instantaneously. A conclusive root cause was not identified by the legal manufacturer.

Manufacturer narrative:
Olympus field service engineer (fse) inspected the device and found there is a crack in the on off button. The video system center and/or light source cable was properly connected. The device was installed and set up correctly. The power button has a cracked casing. The user facility noticed it was cracked and unknown if this broke during use. The device is able to power on and turn off. There is no residue stuck on the button making the button stuck. The device will not be returned to olympus as the fse will complete the repair on site.

Event description:
Olympus was informed that an end user facility's clv-190, evis exera iii xenon light source, power switch was broken; the on/off button was observed cracked. The reported problem was found during a procedure. The intended procedure is unknown. The user facility reported that they were able to use the device despite the broken power switch. There was no patient harm or injury associated with the problem reported to olympus.